Manufacturer narrative:
Other applicable components are: product ID 3387, lot# unknown, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. (B)(4). See also mfg. Report no. 3004209178-2016-08653.

Event description:
A manufacturer representative reported a consumer saw eos (end of service) displayed on their right implantable neurostimulator (ins) even though the remaining battery amount was 2.6v or greater (photos showed eos displayed at 2.56v) and noted that stimulation was off. It was noted there was a possibility that the event occurred as a result of short circuits causing large electric currents to flow. Stimulation settings were noted as follows: amplitude of 2.5v, 180 pw, and 130 hz; and contacts programmed 3+, 2- and 1-. High impedances were seen on the left ins, on the following electrode pairs: c<(>&<)>3, 0<(>&<)>3, 1 <(>&<)>3, 2<(>&<)>3. Nothing in particular was noted to have led or contributed to the event. The entire system was to be replaced via surgery. Additional information received reported that the attending physician fixed the lead with the use of a titanium plate rather than bur hole catch. The titanium plate had hole(s) and the lead was fixed suturing with the hole(s). The consumer's medical history included essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.